Event description:
It was reported that the customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though the customer stated that he did not have low blood glucose levels. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 90 mg/dl when the actual blood glucose level was about 180 mg/dl. The customer stated that he would calibrate and call back if any further issues occurred. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.